Manufacturer narrative:
A service call was made; replaced the camera reader module. The system was tested and operated within specifications. The customer did not return samples for investigation testing.

Event description:
Customer reported missed anitbodies on patient samples tested on echo: anti-k and anti-s; the antibodies were detected with either gel or peg testing.